Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained.

Event description:
A customer reported that on (B)(6) 2017 she had a check-up with her doctor, but felt that ¿something was not right¿. At an unspecified time she tested with her adc blood glucose meter and received a reading of ¿200-plus¿ mg/dl. She injected herself with insulin, and reported she ¿ended up with low blood sugar¿. She tried to test again, but could not obtain a reading as her meter was turning on with the button. But not with a test strip. She also reported her meter was displaying an unspecified error message after sample application. The customer subsequently fainted, experiencing a loss of consciousness. Paramedics were called and the customer was brought to a hospital for unspecified ¿additional treatment¿. The customer refused to provide additional information concerning the treatment she received. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
As the meter serial number reported with this complaint was not returned, a device history record (DHR) review of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release.

Event description:
A customer reported that on (B)(6) 2017 she had a check-up with her doctor, but felt that ¿something was not right¿. At an unspecified time she tested with her adc blood glucose meter and received a reading of ¿200-plus¿ mg/dl. She injected herself with insulin, and reported she ¿ended up with low blood sugar¿. She tried to test again, but could not obtain a reading as her meter was turning on with the button. But not with a test strip. She also reported her meter was displaying an unspecified error message after sample application. The customer subsequently fainted, experiencing a loss of consciousness. Paramedics were called and the customer was brought to a hospital for unspecified ¿additional treatment¿. The customer refused to provide additional information concerning the treatment she received. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
A customer reported that on (B)(6) 2017 she had a check-up with her doctor, but felt that ¿something was not right¿. At an unspecified time she tested with her adc blood glucose meter and received a reading of ¿200-plus¿ mg/dl. She injected herself with insulin, and reported she ¿ended up with low blood sugar¿. She tried to test again, but could not obtain a reading as her meter was turning on with the button. But not with a test strip. She also reported her meter was displaying an unspecified error message after sample application. The customer subsequently fainted, experiencing a loss of consciousness. Paramedics were called and the customer was brought to a hospital for unspecified ¿additional treatment¿. The customer refused to provide additional information concerning the treatment she received. There was no report of death or permanent injury associated with this event.